Event description:
It was reported that the patient underwent a revision approximately 2 years and 3 months post-implantation due to elevated metal ion levels. During the revision, the surgeon identified a portion of the gluteus medius tendon had pulled off of the femur and was repaired. No evidence of metallosis was identified. The acetabular cup and head were replaced without complication while the initial stem remained intact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 139256, lot# 705010 m2a-magnum 42-50 tpr insrt std. Cat# 11-103203, lot# 585050 taperloc por lat fmrl 9x137. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.